Event description:
On (B)(6) 2013 the lay user/patient in france contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 117 mg/dl and a laboratory result of 65 mg/dl within 10 minutes. The patient's test strips were in good condition and within opened expiration dating. The patient experienced no symptoms and denied seeking medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.